Event description:
The pt developed an infection over the implantable neurostimulator. A corner of the device was exposed. There was concern the wound was going behind the stimulator. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).